Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue ¿could not do fluoroscopy during the procedure¿. Review of the log file shows that during warm restart, the x-ray stopped at 'connect to sibbox failed' and rse tried to reconnect. The reason fluoroscopy does not work is a malfunctioning sequencer. The sequencer is a component in the sib (system interface box). The fse replaced the system interface box (sib). After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the system could not do fluoroscopy during the procedure. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint. The system was in clinical use at the time of the event.